Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the doctor sealed and the tissue stuck to the jaw after the seal cycle. The doctor had to pull the device, which tore the seal. They had to reseal the vessels. A new instrument was opened and it worked fine. There was temporary patient injury.